Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device delivered seven (7) rounds of anti-tachycardia pacing (atp) therapy. Evidence is suggestive that this therapy was inappropriate as it was provided due to atrial fibrillation (af) with rapid ventricular response (rvr). The atp therapy accelerated the patients rhythm from the ventricular tachycardia (vt) zone to the ventricular fibrillation (vf) zone and the device provided one (1) shock of 31 joules in response. Evidence is suggestive that the cardiologist will be consulted, and the patient will continue with routine follow-up monitoring. The device remains in-service. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device delivered seven (7) rounds of anti-tachycardia pacing (atp) therapy. Evidence is suggestive that this therapy was inappropriate as it was provided due to atrial fibrillation (af) with rapid ventricular response (rvr). The atp therapy accelerated the patients rhythm from the ventricular tachycardia (vt) zone to the ventricular fibrillation (vf) zone and the device provided one (1) shock of 31 joules in response. Evidence is suggestive that the cardiologist will be consulted, and the patient will continue with routine follow-up monitoring. The device remains in-service. No additional adverse patient effects were reported. The ICD device was subsequently explanted and replaced for a therapy upgrade to a dual chamber ICD device system. The device was returned to boston scientific for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.